Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the complaint could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported scope communication error b30 during an inspection for use involving an olympus colonovideoscope. The customer suspected that the cause of the scope communication error b30 was not determined. There was no patient involvement.